Event description:
It was reported on (B)(6) 2025 a 25-18mm amplatzer talisman pfo occluder was selected for implant using a 9f amplatzer trevisio intravascular delivery system to treat the patent foramen ovale (pfo). The patient status was in sinus rhythm. Transseptal access was through the pfo. During the procedure a circumferential pericardial effusion, which developed into a cardiac tamponade, was noted in the left atrium on the right side near the superior vena cava (svc) while manipulating the delivery system across the septum. A small nick was noted on the end of the left atrial appendage (laa). The occluder was partially re-captured once. The occluder was implanted. The pericardial effusion developed into a cardiac tamponade. A pericardiocentesis was performed and the nick was surgically repaired. The patient status was stable.

Manufacturer narrative:
There was no reported device malfunction associated with the amplatzer trevisio. An event of circumferential pericardial effusion, which led to cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause pericardial effusion could not be conclusively determined. The cause of cardiac tamponade was due to pericardial effusion. The reported surgical intervention was a result of case-specific circumstances, as surgically treated for perforation. There is no indication of a product quality issue with regards to manufacture, design, or labeling.